Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. The customer's blood glucose level was 346 mg/dl and it was addressed with a manual injection. Reportedly, the customer did not have any more cartridges and stated that cartridges would be ordered. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.